Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a lasik corneal flap of 90 microns was programmed for a right eye procedure. Reporter indicated during the initial cutting the back of the flap appeared scaly and the physician stopped the procedure. Physician reset the laser and proceeded with a second cut at 90 microns once again and completed the flap. Physician indicated the flap was hard to lift and tore. The excimer portion of the procedure was performed, flap was reseated, and a bandage contact lens was placed on the eye. The opinion of the physician was the laser caused or contributed to the event by cutting the flap thick at the bottom and progressing to thinner at the top. Patient is being monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. Contributing factor is the customer used a very thin thickness attitude (B)(6) for this treatment. (B)(4).